Event description:
Cordis has been notified through legal channels that this male patient had one cypher stent implanted in a vein graft feeding his 1st and 2nd obtuse marginal branch in 2006, following an acute myocardial infarction (mi). The patient was prescribed plavix for three months. At some point after the discontinuation of plavix, he developed late stent thrombosis leading to another mi. No further information regarding the patient, product, procedure, or event is available at this time.

Manufacturer narrative:
The complaint received states that after cypher stent implantation the patient developed late stent thrombosis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The vessel treated was a vein graft. This patient had a history of coronary artery disease. The patient had discontinued antiplatelet therapy. Review of the limited information suggests that vessel, patient and medication regiment factors may have contributed to the reported event.